Manufacturer narrative:
(B)(4). Mfg site name-(B)(4). One flexiva 550 laser fiber was returned for analysis. Visual examination revealed that the exposed glass fiber tip measured approximately 4.0 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage along the body of the fiber. Additional examination under magnification revealed that there was debris on the fiber face, this indicated that light was unable to travel to the fiber face within the sub miniature-a (sma) connector. As a result, no aiming beam was visible and effective transmission was not measured. As a result, aiming beam was bright, clear and scattered with effective transmission of 32.2%. Functional analysis revealed that the ¿attach laser fiber¿ message cleared the console after attachment indicating that the fiber was recognized by the laser unit. The condition of the returned device confirms the reported event. Damage was caused to the device without direct patient contact. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2016-03864 and 3005099803-2016-03865 for the associated device information. It was reported to boston scientific corporation on (B)(6) 2016 that two flexiva 550 laser fiber were used during a holmium laser enucleation of the prostate procedure performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis holmium 120h pulse. According to the complainant, during the procedure and outside the patient, the laser fiber was not firing laser energy and blast shield was blown up. A second flexiva 550 laser fiber was used and the same thing happened. The procedure was completed with another flexiva 550 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be "no harm". Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that there are debris covering the fiber face.